Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device after cleaning. The incident occurred prior to reinsertion into the pt. Therefore, there was no pt involvement and no pt injury.

Manufacturer narrative:
There was no pt involvement. Therefore, the info is not applicable. This device is a component in the clearglide evh small ktv15 kit. The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device after cleaning. The incident occurred prior to reinsertion into the pt. Therefore, there was no pt involvement and no pt injury. The bipolar device is available for evaluation but has not been received by sorin group USA as of oct 8, 2009. Upon receipt, a follow-up report will be filed when the evaluation is complete.